Manufacturer narrative:
Follow-up #1 (submission 11/26/2012)-device evaluation: lifescan received the test strips with the complaint and completed device evaluation on (B)(4) 2012. The returned test strips passed testing. The alleged complaint was not confirmed. Lifescan has received the meter involved with the complaint on (B)(4) 2012; however, investigation is not completed at this time.

Manufacturer narrative:
Follow-up (12/20/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the USA alleging the one touch verio iq meter was reading blood as control. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter was reading blood as control. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter, test strips, and control solution have been returned to lifescan (lfs) for evaluation. The evaluation of the products has not been completed; therefore, no conclusion can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.